Manufacturer narrative:
H10: in a good faith effort (gfe) response from the bench service engineer (bse), it was stated that the electrical safety test failed because the resistance of the power cord was measured at three points and the resistance was found at all three points to exceed resistance allowed in the test. Additionally, the power cord was found to have a lot of twists in it. The power cord would be returned to philips for evaluation. The investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cord resistance was not within specification during the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: the bse replaced the power cord of the device. Following the part replacement, the bse completed a performance verification test, and the device passed all the testing required to return the device to working condition. The system was restored to factory settings and returned to the customer ready for use.